Manufacturer narrative:
Continued h.6 : f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Continued d.6b explant date: device remains implanted. Surgery has not occurred.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.